Event description:
It was reported that a user experienced no glucose values appearing on the ilet bionic pancreas display while the dexcom g7 continuous glucose monitor (cgm) app showed a sensor warm-up, and it was determined during troubleshooting that the user had not entered the new sensor code into the ilet. Symptoms included absence of glucose readings on the ilet with no adverse clinical symptoms reported. Outcomes included successful restoration of expected operation after entering the correct dexcom g7 sensor code, with no health impact. User support included remote troubleshooting and user education regarding correct sensor code entry and pairing steps. Investigation of this case revealed user setup error related to failure to input the required dexcom g7 sensor code into the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.